Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of this pacemaker system stored a signal artifact monitor (sam) event and triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms on the right atrial (ra) lead. This behavior appeared consistent with a ra anode conductor fracture. Additionally, there were right atrial auto-threshold (raat) test concerns. Minute ventilation (mv) signal oversensing was observed on the ra channel. A surface was placed, and the unipolar ra threshold measurement was 1v. Ra sensitivity was reprogrammed to 0.75 mv fixed to reduce myopotential oversensing in unipolar. Auto ra was programmed off due to suspected lead fracture. The field representative will meet with the physician to discuss programming considerations and next steps. The patient has been scheduled for a follow-up visit with the physician, and ts suggested performing x-rays and considering lead revision at that time. This pacemaker system remains in service. No adverse patient effects or interventions were reported at this time.

Event description:
It was reported that review of this pacemaker system stored a signal artifact monitor (sam) event and triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms on the right atrial (ra) lead. This behavior appeared consistent with a ra anode conductor fracture. Additionally, there were right atrial auto-threshold (raat) test concerns. Minute ventilation (mv) signal oversensing was observed on the ra channel. A surface was placed, and the unipolar ra threshold measurement was 1v. Ra sensitivity was reprogrammed to 0.75 mv fixed to reduce myopotential oversensing in unipolar. Auto ra was programmed off due to suspected lead fracture. The field representative will meet with the physician to discuss programming considerations and next steps. The patient has been scheduled for a follow-up visit with the physician, and ts suggested performing x-rays and considering lead revision at that time. This pacemaker system remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Review of this pacemaker system stored a signal artifact monitor (sam) event and triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms on the right atrial (ra) lead. This behavior appeared consistent with a ra anode conductor fracture. Additionally, there were right atrial auto-threshold (raat) test concerns. Minute ventilation (mv) signal oversensing was observed on the ra channel. A surface was placed, and the unipolar ra threshold measurement was 1v. Ra sensitivity was reprogrammed to 0.75 mv fixed to reduce myopotential oversensing in unipolar. Auto ra was programmed off due to suspected lead fracture. The field representative will meet with the physician to discuss programming considerations and next steps. The patient has been scheduled for a follow-up visit with the physician, and ts suggested performing x-rays and considering lead revision at that time. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.